Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the pdf log files were provided. No clinical waveform data was provided. Review of the log revealed the device was powered on and passed its initial test, but repeated pad lead fault messages indicated that proper contact was not detected. Several attempts to charge and deliver a shock were unsuccessful until proper contact was made, after which the device delivered two shocks. The high impedance recorded suggests the paddles may have not been pressed firmly enough during use. Based on the data provided. Per the x series operator's guide, the defibrillator can deliver biphasic energy ranging from 1 joule to 200 joules. However, the energy effectively delivered through the chest wall is dependent on the patient's transthoracic impedance. To minimize impedance, an adequate amount of electrolyte gel must be applied to the paddles, and a force of 10-12 kilograms (22-26.4 pounds) must be applied to each paddle. No trend is associated with reports of this type.